Event description:
Boston scientific received information that during a follow up, it was discovered that the right ventricular (rv) lead had been placed into the atrial port and rv port had been plugged. A revision procedure was performed and the rv lead was inserted into the correct port and the ra port was plugged. The patient was experiencing dizziness. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.